Event description:
It was reported that pacemaker system was implanted with the right ventricular (rv) lead port plugged due to physician's discretion. Boston scientific technical services (ts) was consulted regarding reprogramming options to eliminate the rv electrogram and mentioned to the sales representative this is considered off-label use. Additional information was received that this device exhibited oversensing on the atrial channel. No adverse patient effects were reported related to the off-label use. This pacemaker system remains in service.